Manufacturer narrative:
A ge service representative performed an onsite investigation. The system was disassembled and the connectors were checked. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system unexpectedly shut down outside of a case and was recovered with the power off/on switch. No pt injury was reported.